Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient¿s ipg would not connect to the patient controller following an unrelated surgery on (B)(6) 2019. Surgical intervention may be pending to address the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was restored postoperatively.